Event description:
A report of a patient that is scheduled to be explanted was received. The physician thinks the patient is allergic to the device. The patient's symptoms are redness and fever at the implant site.